Event description:
It was reported that the patient complained of pocket stimulation, feeling ¿hard beats,¿ and palpitations after the patient had a procedure to place a heart stent. During a follow-up visit, the right ventricular (rv) lead was observed with a lead warning for low bipolar impedance which measured less than unipolar impedance. Several ventricular high rates episodes showed noise and the capture management had increased to high outputs. The clinician stated the procedure may have compromised the lead. Capture management was turned off. The lead remains in use for further evaluation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).